Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This report is filed due to a clinically significant atrial septal defect. It was reported that a mitraclip procedure was performed on (B)(6) 2020. The patient presented with mixed mitral regurgitation grade 4+, a mean mitral valve gradient of 3mmhg, 10mm flail gap, ruptured mitral valve chordae with flail, and a previously implanted impella device. Two mitraclips were successfully implanted. The mr had been reduced to grade 2 and the mean mitral valve gradient was 8mmhg. There was no treatment specified for the elevated gradient. Reportedly, the operators were satisfied with the mr reduction and gradient. Due to the steerable guide catheter (sgc), a clinically significant atrial septal defect was observed, treated with a closure device. Reportedly, there was no device malfunction or issue with the sgc or mitraclip devices. There was no clinically significant delay and the procedure was deemed successful. There was no adverse patient sequela. No additional information was provided regarding this issue.